Event description:
(B)(4).according to the information received, a balloon catheter could not be deflated. During surgery it was not possible to deflate the balloon, therefore it was inflated until it burst.

Manufacturer narrative:
The used sample was received but the proximal tip (including the funnel) had been cut and this portion was not returned. No indication of the decontamination method used was provided. At visual examination, it was seen that the balloon was burst and in one piece (i.e, no balloon fragments were missing). After disinfection, the returned portion of the catheter was measured which was approximately 215 mm long (where a standard catheter is 416 mm long). Water was injected using a hypodermic needle into the inflation channel and the water came out by the distal tip without any obstruction. Examination with a binocular magnifying glass revealed that there was no eyelet punched correctly in the section where the balloon is glued on the returned sample. A slit can be observed on the sample where an eyelet should have been located, hence water could be injected but it couldn't come out by the slit. Based upon the information above, this complaint is confirmed as reported.